Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o - ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and broken belt clip rails. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 300 mg/dl. The customer treated with a bolus. The customer states the pump was chipped and scratched near the o ring of reservoir compartment. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. The customer declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.